Manufacturer narrative:
G4 510(k)#: this part is not approved for use in the united states; however a like device catalog # 7510800, PMA # p000058 and UDI # (B)(4) was cleared in the united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding product used for spinal therapy. It was reported that during an intra-operative procedure involving the placement of two cages in the l2-l3 and l3-l4 levels, the product was not utilized correctly according to the directions given in the instructions for use/labeling. The procedure was related to a previous surgery where arthrodese screws and rods were placed from l2 to l5 with one transverse connection. The patient was not on any medication at the time of the event, and there were no patient symptoms or complications reported as a result of this event. The patient issue was resolved. Additional information was received via manufacturer representative that reported device should be used for 1 level of fusion, but the surgeon use in two levels which is an off label use. There is no revision surgery scheduled or planned for the removal of reported product. There are no more mdt products used.